Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Ref: 1221359-2021-01666.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed . This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing was performed. With negative results. Additional information was requested but not provided.

Manufacturer narrative:
Removed ref: 1221359-2021-01666.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed. Tfalse positive results for two (2) staff members with the ID now covid-19 assay. Confirmation testing was performed with negative results. Additional information was requested but not provided.